Event description:
Pt reported that they have experienced several instances of low blood glucose over the past six months. In 2004, the pt fell down and broke their foot; their blood glucose was 22 mg/dl. Pt ate food and then went to an immediate care facility for an x-ray. Pt was given a "boot" to wear, not a cast.